Event description:
The urine bag was found to be torn with urine leaking all over the floor. This is the 4th time this month that our nurses have found these bags to be leaking. This one tore under the urimeter, near the opening to tip the urine into the bag. It is a potential infection risk.